Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loss of connection issue between the transmitter and the pump. No additional patient information was available. Reportedly, customer replaced transmitter.